Event description:
The customer reported via phone call that they were visited to emergency room due to diabetic ketoacidosis on (B)(6) 2022 with unknown blood glucose of level. Customer also had high blood glucose. The customer did experience any symptoms of high blood glucose such as confusion, feeling sick or unwell, tired or weak and vomiting . The customer was treated by manual injection. Customer was treated with intravenous insulin (B)(6) hospital. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. No further complications were reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.